Event description:
Pt's family member reported that the pt's surestep meter was off by 40 points compared to a hospital meter of unknown brand. In 2001, pt's blood glucose read 105 mg/dl on ss meter at 11:21 am. Pt took set amount of insulin and ate breakfast. About 13:30, pt experienced sharp stomach pains, headaches and continous vomiting. At 14:35 pt had blood glucose reading of 38 mg/dl on the ss meter. Family member gave pt two glucagon shots. At around 15:00, pt was taken to ER where pt was diagnosed as having a viral infection. At the ER, pt's blood glucose was 75 mg/dl on hospital meter. Pt was not admitted to hospital. Pt is reportedly responsible for blood testing and ss meter maintenance. Pt did not experience any known symptoms of hypoglycemia. The symptoms of stomach pain and vomiting cannnot be related to the pt's blood glucose level. No further info is available.